Event description:
Information was received that reported a pt had been hospitalized on 03/04/2006 due to diabetic ketoacidosis. The reporter stated that the pt's blood glucose became very high on friday 03/03/2006 and they had difficulty getting it to come down. The reporter believes that they changed out the pts infusion set and site many times. The reporter is unsure if they attempted to give the pt a back-up injection. The pt was then hospitalized over the weekend. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.